Event description:
It was reported by service report that the caster is broken not allowing the bed brakes to work properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster determination.